Event description:
It was reported that inappropriate shock was seen due to double detection in the alternate sensing vector involving this device. After reprogramming to the secondary sensing vector another inappropriate shock was seen due to myopotential oversensing. A request for review of the episodes was needed as well as further troubleshooting. At this time the device remains implanted. No adverse patient effects were reported.